Manufacturer narrative:
On (B)(4) 2013 an ocd field service engineer(fe) arrived at the customer site for follow up visit to continue the investigation of the lld issue with position #12. The fe found that the compression spring and the tip sleeve at position #12 were not moving freely. The fe replaced both the spring and the tip sleeve at position #12 and ran and passed splld and user software 3x. The repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).